Event description:
It was reported that the night prior to the report the patient bent over and their device may have shut off. The bending was not noted to be excessive as the patient was loading their dishwasher. The patient felt a stabbing pain in their back where they had pain before the stimulation was implanted. The patient noted that they had gotten used to their stimulation and they normally did not feel it. The patient¿s device was charged. They increased the stimulation and it was uncomfortable. It was noted that it made the patient feel like they were sitting on a hive of bees. The patient was going to follow up with their doctor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. An appointment date was not yet scheduled.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n382396, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).